Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken yellow (pgnd) wire in the trunk cable connector. The root cause for the broken wire could not be positively identified but is likely physical abuse. No adverse event resulted from the broken wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt failed incoming functionality testing.